Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven years prior, the right ventricular (rv) lead had high pacing impedance. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remained in use. Recently, an alert triggered for high rv coil impedance. The rv lead was explanted. During the extraction procedure, the rv lead fractured at the level of the rv coil. The patient had open heart surgery later that day to extract the coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.